Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during flushing/preparation for use resulted in the noted device damages (shaft torn/kinked, stretched inner member) and ultimately resulted in the reported tip separation. D9, h3: device was received. H6: component code 4755 - removed. H6: type of investigation code 4114 - removed. H6: investigation findings code 213 - removed. H6: investigation conclusions code 67 - removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during flushing/preparation for use resulted in the reported tip separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of a 4.5x60mm supera self-expanding stent system (sess), the device was being flushed when the tip became separated. The sess was not used for the procedure. There was no patient involvement and no clinically significant delay in the procedure. A 5x80mm absolute pro self-expanding stent system (sess) was used to successfully complete the procedure. No additional information was provided.